Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test and was unable to prime during prime test due to faulty force sensor resistor also had corroded lcd board. The motor passed motor test. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm or blank display noted. The insulin pump had cracked case at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to insulin pump falling into the toilet. Customer reported that as a result, insulin pump received an alarm and then display screen went blank. Customer's blood glucose was unknown. Troubleshooting could not be performed due to blank screen display. Customer was advised that insulin pump would need to be replaced.